Event description:
During routine preventative maintenance of the device by zoll's technical service department, the device displayed a "status 91" message. There was no patient involvement in the reported malfunction.